Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 and had hypovolemic shock due to blood loss anemia post implant. It was reported that the site of bleeding was unknown. The patient received 2 units of ffp and 300 cc cell saver intra op. Post op the patient had increasing pressor requirements and transfused 2 units of packed red blood cells. The patient received an additional unit on (B)(6) 2021 as well as (B)(6) 2021. It was also reported that on (B)(6) 2021 the patient went into atrial fibrillation with rvr which decompensated to vt. It was noted that the lvad flows remained stable. When decompensated to vt the patient became hypotensive and the ICD fired once while amio bolus was being initiated. It was reported that the patient went into atrial fibrillation with rvr again on (B)(6) 2021 which was self-limiting. The patient is on amiodarone. It was reported that on (B)(6) 2021 the patient had runs of ventricular tachycardia, was hemodynamically decompensated and was transferred to the ICU (intensive care unit). A CT (computerized tomography) scan was performed which found an aortic root clot causing profound rv failure. Cxr(chest x-ray) with severe acute pulmonary edema. The patient was intubated. The patient continued to decompensate on a high does of inotropes and vasopressors. Bedside ECMO(extracorporeal membrane oxygenation) cannulation was performed for rvad(right ventricular assist device) support. The patient was taken to the or for revision. The or course was complicated by hypoglycemia with a blood glucose of 20. The patient had liver failure resulting from the rv(right ventricle) failure. The patient was placed on cvvhd(continuous veno-venous hemodialysis) but then the patient lost pulsatility and no ECMO(extracorporeal membrane oxygenation) flows. Care was withdrawn. The patient expired on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient went into hypovolemic shock due to blood loss anemia after lvad implant on (B)(6) 2021. The patient received 2 units of fresh frozon plasma (ffp) and 300cc of cell saver during operation. The patient had increasing pressor requirements and transfused with 2 units of red blood cells (rbcs) post operation. The patient received an additional 1 unit of rbcs on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021, the patient went into atrial fibrillation (a-fib) with rapid ventricular response (rvr) which decompensated to ventricular tachycardia (vt). Pump flow during these events was stable. After the patient decompensated to vt, they became hypertensive. The patients prior implanted implantable cardioverter defibrillator (ICD) fired once while amio bolus was initiated. The patient had another a-fib with rvr event again on (B)(6) 2021, which was self-limiting. The patient was treated with oral amiodarone. On (B)(6) 2021, the patient had another vt despite electrolyte repletion. Given ativan and became hypotensive and hypoxic. They hemodynamically decompensated and was transferred to the ICU. The patient was treated with epinephrine and norepinephrine. A chest x-ray was performed and revealed severe acute increase in bilateral pulmonary edema throughout the lung fields. The patient was given IV lasix and was intubated. Their hemodynamics acutely worsened. A bedside sternotomy was performed for ECMO cannulation for rvad support. A CT scan was performed and revealed an aortic valve and root thrombus obstruction in the right coronary artery causing profound right ventricle failure. The patient was taken to the operating room for revision. The operating room course was complicated due to hypoglycemia and blood gluscose of 20. The patient had liver failure resulting from the right ventricle failure. The patient was treated with aspartate aminotransferase 5065 units/l and alanine transaminase 1643 units/l. Additionally, the patient had hypoperfusion to abdominal organs and probably right colon ischemia. The patient had renal failure and severe metabolic acidosis. The patient was placed on continuous veno-venous hemodialysis (cvvhd) immediately following the patient low pulsatility and ECMO flows. Interventions were stopped and the patient expired. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26jan2021. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure renal dysfunction, respiratory failure, hepatic dysfunction, arterial non-central nervous system (cns) thromboembolism, cardiac arrhythmia, bleeding, hypertension and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additional adverse events that may be associated with the use of the heartmate 3 left ventricular assist system can also be found in this section. Arrhythmia is also listed as a potential late postimplant complication in section 6 ¿patient care and management¿. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding, and lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.